Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was continued on same system. A philips field service engineer (fse) inspected the system onsite and found the geometry movements were unavailable intermittently. During the troubleshooting process, the fse checked the gib and observed that the fs-sp indicator light was not illuminated. An analysis of the system log file indicated an error with the motor control board (2spc), confirming that the 2spc was indeed faulty. The fse replaced 2spc. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the geometry movement was still possible and the procedure can be completed on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome. The serial number, product UDI, reporting address line 1 and the reporting address city have been updated.

Event description:
It was reported to philips that the system's arms were unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was continued on same system. A philips field service engineer (fse) inspected the system onsite and found the geometry movements were unavailable intermittently. During the troubleshooting process, the fse checked the gib and observed that the fs-sp indicator light was not illuminated. An analysis of the system log file indicated an error with the motor control board (2spc), confirming that the 2spc was indeed faulty. The fse replaced 2spc. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the geometry movement was still possible and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.